Event description:
It was reported that the patient experienced high output when they touched the ¿insertion site¿ of the implantable neurostimulator (ins). It was also noted the patient had intermittent stimulation when the patient laid down. Reprogramming was attempted multiple times but it did not resolve the issue. The patient was transferred to another hospital on 2014-(B)(6) and stopped using the ins in (B)(6) 2014. It was explanted on 2015-(B)(6). The patient was receiving effective therapy after receiving an intrathecal drug pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of ins model 37714, sn: (B)(4) found no significant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID: 39565, lot# unknown, product type: lead. Product ID: 97792, lot# unknown, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.